Manufacturer narrative:
The only info we have managed to receive is that the scale broke and photos showing the scale. The scale was last calibrated in 2000; however, no substantial info could be received from the photos. We will need the scale returned to MFR in order to perform a complete eval.